Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a capsular rupture occurred during a procedure. Event details are unknown. Additional information has been requested. This is two of two reports being filed for this facility.

Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company service representative examined the system and was not able to confirm or replicate the reported event. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. The fluidics module was received. However, since it was replaced as a preventative measure, sample evaluation was not required per procedure. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).